Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A f/u investigation report will be sent when info becomes available.

Event description:
The event is reported as: very difficult to release and close - there is a lot of resistance in movement which has caused damage to the pt vessel. The surgeon reported that when he was trying to release the ratchet, it tore the vessel in a CABG procedure. After incident, pt condition was listed as fine.